Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: the unit do not turn on no patient involvement.

Event description:
The following was reported to hamilton medical ag: the unit do not turn on , no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).